Event description:
Additional information: the patient had a catheter revision done within the last 9 months and at that time the health care provider decided to replace the pump even though it had approximately 20+/-months of eri.

Event description:
Additional information received reported that out of 59 presses on the ¿little hand-held pump,¿ the patient got medication 19 times. The pump was ¿not sending the medication out correctly.¿ it was unclear ¿the line would have hole in it and it totally baffles the patient.¿ the patient had eight back surgeries. She had severe depression and she did not leave the house at all. She had gained so much weight through ¿this whole process¿ that she was ashamed of how she looks. She was also ashamed that she had to use a walker. The patient was ¿on oxygen and had become a recluse.¿ it was noted that the patient was addicted to quite a few medications, but ¿they had to change and put more and more and more to keep her pain levels livable.¿ the patient¿s life was ¿very limited.¿ she had to go through so much pain to get rid of pain and still end up with morphine. There were ¿a lot of things went wrong with the surgery.¿

Event description:
It was reported that the pump failed before the "6-8 year" expected life. The pump was replaced. Per caller there were other complications with her surgeries, unrelated to the pump, which was contributing to her pain. Additional information has been requested but was not available at the time of this report.

Event description:
Additional information: information previously submitted in manufacturer's report # 3007566237-2012-0061; it was reported that there was a "tear in the line". Caller stated that there were other complications with her surgeries, unrelated to the pump, that were contributing to her pain. Additional information has been requested, but was not available at the time of this report.

Manufacturer narrative:
Concomitant medical products: catheter model#8709 serial# (B)(4) implanted: (B)(6) 2005 explanted: unk; personal therapy manager model#8835 serial# (B)(4); proximal catheter model# 8596 serial# (B)(4) implanted: (B)(6) 2005 explanted:unk. (B)(4).

Manufacturer narrative:
(B)(4).